Manufacturer narrative:
Additional information: h6: codes. H.6. Code 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). It was reported that the physician felt resistance inserting 24fr sheath into the right external iliac artery. According to the IFU, do not attempt to advance the introducer sheath or dilator if resistance is felt. Continued advancement or retraction against resistance may result in major bleeding, vessel damage, serious injury to the patient, or damage to the other device. Adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. If vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Based on the case report, the vessel diameter measured between 6.9 and 8.2mm. According to the IFU the minimum 24 fr sheath ID is 8mm and od is 8.8mm.

Manufacturer narrative:
A review of the manufacturing records for the device will be conducted. The evaluation is in process the sheath was discarded at the facility and is not available for investigation. Was used to explain that the patient is monitoring.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment using conformable gore tag thoracic endoprostheses and a gore dryseal flex introducer sheath to treat a chronic type b dissection. Reportedly, during the procedure, a dissection was observed in the right external iliac artery. Based on the case report, the vessel diameter measured between 6.9 and 8.2mm. The physician stated that the blood vessel diameter was small, and calcification was also observed. It was reported that the risk of dissection was within expectations. There was resistance when inserting 24fr sheath. Since the dissection was minor, it will be followed up. The physician is monitoring the patient. The patient tolerated the procedure.